Manufacturer narrative:
(B)(4).

Event description:
The customer reported experiencing system lock-up/reboot events when attempting to discharge patients at the information center ix. The issue occurred after january 1 2018. There was no patient incident.